Event description:
A reporter called to submit a report regarding her adverse events with her breast implants. She said she had bilateral breast implants in 1991. Those got broken while she was at the gym. She got replacements in 1993. She said ever since 2002, she started experiencing, burning sensation, stinging, tingling and deformity, also she said her right shoulder is hurting. She also has joint pain recently. She did not realize it was related to her breast implants until she saw a doctor and found out both of her breast implants have been ruptured. She said she does not have money to have the implants removed. Ref report: mw5157882.